Event description:
It was reported an animal underwent an unknown veterinary procedure on an unknown date and suture was used. During the procedure, it was reported by the healthcare professional that this is their first time with this issue. They have had 3 packs of 3-0 monocryl where the needle has pulled off the suture, 2 when they were pulling it out of the package and one when they was almost finished suturing. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: lot number for these packages is temjcs since the initial complaint was filed we have had 2 more packs of suture do the same thing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that¿ since the initial complaint was filed, we have had 2 more packs of suture do the same thing.¿ can you please explain what do you mean that 2 more packs of suture do the same thing? Please kindly provide more details in regard to the exact issue with the 2 packs.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 3/7/2024. Additional information was requested the following was obtained: we have had at least 2 more packs of 3-0 monocryl where the needle has pulled off the suture while removing it from the cassette/package. The following information was requested: please provide the product code and lot number for the additional packs of 3-0 monocryl that pulled of the suture while removing from package. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was obtained: the involved lot number to answer the below question is lot tgmeum exp: 2028-05-31. The lot involved has been updated: the involved lot number to answer the below question is lot tgmeum exp :2028-05-31. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.